Event description:
It was reported that the device got stuck. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon was selected for use. However, during the procedure, it was noted that the balloon catheter got stuck with a non-boston scientific guidewire. The catheter and guidewire had to be removed as a single unit, and the guidewire was able to be removed from the catheter once outside the body. There was no damage noted on the device. The procedure was completed with a different device. There were no patient complications as a result of this event.